Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p6b0750); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n6b1337y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n6b1337y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p6b0750) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, a handle had a packaging removal difficulty, so a second stapler was opened and used instead. While using the stapler, several issues were encountered. With one reload, the clamp became stuck in a closed position on the organ. After multiple attempts by several members of the surgical team, the stapler was eventually unlocked. Additionally, following the second and third firings, staples were still observed remaining in the reloads.